Manufacturer narrative:
The device was returned to the manufacturer and it was received on (B)(6) 2019. After decontamination, the valve was visually inspected according to standard procedure without highlighting elements of pre-existing non-conformity, except the not circular shape of the inflow ring and a quite evident deformation of one leaflet. The replication of collapsing phases was performed using the returned perceval valve and a demo accessory kit. No problems were encountered with positioning the returned valve and the collapsing phase was completed without issues. The simulation of valve deployment showed that the sealing at the annulus level is guaranteed. During the static leak test performed, no paravalvular leaks were observed. Furthermore, the manufacturing and material records for the perceval heart valve, model #icv1209 , s/n #(B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release based on the performed analyses, it is reasonably possible to exclude the relationship between the reported issue and the quality of the device. Considering the information reported in the case history (root enlargement performed during the re-do surgery; biological valve size 21 was ultimately implanted), it is possible that the perceval pvs23 may have initially oversized, thus leading to a folding of the valve at level of the inflow side. However, based on the available information, it is not possible to draw a definitive conclusion for the reported event. As such, the root cause of the reported event cannot be established at this time. If additional information will be received, a follow up report will be provided.

Event description:
On (B)(6) 2019, a female patient received a perceval pvs23 in aortic position. Two weeks later, the device was explanted due to extreme perivalvular leak. During the re-do surgery, a root enlargement was performed and the patient received a biological valve size 21 (no further details provided). No adverse consequences are reported for the patient following the re-operation. The patient had a good outcome after surgery.

Event description:
On (B)(6) 2019, a female patient received a perceval pvs23 in aortic position. Two weeks later, the device was explanted due to extreme perivalvular leak. During the re-do surgery, a root enlargement was performed and the patient received a biological valve size 21 (no further details provided). No adverse consequences are reported for the patient following the re-operation.